Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent system extraction due to infection close to the implant site. During the extraction, the right ventricular lead was extracted without the lead tip and lead body portions due to lead elongation and lead broken. It is unknown if the remaining part of the lead will be extracted. The patient was believed to be stable condition.